Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 130mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod had been deactivated by the user during pod operation. The data showed that timeouts occurred on one sma wire and a drive stall occurred, preventing the ratchet gear firing flat from lining up with the release bar by the end of second prime. Rerun of the pod replicated the drive stall and the ratchet gear was observed to not rotate. Rotation of the ratchet gear found high drive resistance. The drive mechanism was disassembled. During disassembly, the tube nut was rotated on the leadscrew and high resistance was noted. Inspection of the leadscrew found brass shavings and evidence of damage. These brass shavings contributed to the drive resistance that caused the drive stall that prevented the needle mechanism from deploying as intended. It could not conclusively determined if the damage to the leadscrew contributed to the drive stall.